Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The model 7230cx device is part of the advisory for this model. Evaluation summary: no anomalies were found.